Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported removing the lifevest due to the left te pad pinching her skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her it was ok to remove the lifevest. Follow up indicated that the patient was issued a replacement electrode belt and has continued wearing the lifevest.